Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufp2044 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (jufp2044) have been reported from the same facility in (B)(6).

Event description:
It was reported that "it is very easy to detach the locking device of the catheter from the skin anchorage patch."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. Three PICC plus statlock device kits were returned for evaluation. An initial visual observation showed the kits were returned sealed. The statlock device within each returned kit was removed and an attempt was made to detach the retainers from the pads of each sample. Each retainer was found to detach completely from its respective pad with relative ease. The underside of the retainers, once detached, were found to be slightly tacky. A microscopic observation revealed adhesive on the underside of the detached retainers and within the fibers of the tricot pads; however, it appears that the adhesive did not cure correctly and/or an inadequate amount of primer was applied. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that "it is very easy to detach the locking device of the catheter from the skin anchorage patch." 06/30/2022 - three samples were returned for evaluation. This report addresses the first sample.